Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The evaluation found that the prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2015. During the procedure, the device stopped firing and would not affix the mesh properly. The procedure was completed with another like device. There were no adverse patient consequences. Additional information has been requested.